Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as MDR ID #: 2134265-2016-11787. It was reported that shaft break occurred. The two target lesions were located in the severely calcified left anterior descending artery( lad) and 1st diagonal branch (acute angle ~ 10mm after the ostium) . After rotablator was used to prep the lad lesion, an intravascular ultrasound (ivus) was advanced to further assess the lesions and an emerge balloon catheter was inserted for pre-dilatation. Subsequently, a 2.50 x 20 synergy ii stent was advanced to treat the lesion. While attempting to aggressively advance the stent delivery system, the shaft broke outside the patient where the physician was pushing. The device was completely removed from the patient's body and a guidezilla guide extension catheter was introduced and advanced just prior to the ostium of the diagonal. Then, a 2.25x12 synergy stent was advanced. Moreover, the device was not delivering smoothly through the guidezilla in the aortic arch and was removed from the patient's body. It was then noted that the distal stent strut had been lifted. A new 2.25x12 synergy stent was then deployed in the diagonal and the lad was also treated with another synergy stent. No patient complications were reported and the patient's status was stable.